Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device recording was recovered at the patient's most recent device check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with slurred speech and weakness. The patient was diagnosed with a trans ischemic attacked which caused lapses in implantable cardioverter defibrillator (ICD) data recording. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.